Manufacturer narrative:
Potential allergic reaction was reported following total knee replacement surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Potential allergic reaction was reported following total knee replacement surgery.